Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact. The customer was instructed to leave the wall adapter plugged into a known working outlet for at least 30 consecutive minutes, after which the pump began charging.